Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cancel discharge message was received with an ¿unknown¿ unit instead of the correct unit where the patient should have been admitted. A technical support specialist had checked the patient status on the server, confirmed that the patient was admitted and discharged, verified receipt of the cancel discharge message, and informed the customer that the incorrect unit information caused the issue. The customer acknowledged the finding and agreed to share it with the paragon team and confirmed that the ticket could be closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not showing up. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.